Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during generator change of the implantable pulse generator (ipg) for normal battery depletion, the grommet/setscrew was stripped. The operator was unable to unscrew the right atrial (ra) lead from the header. The lead was stuck and damaged during the extraction. The device was extracted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.